Event description:
The company was informed that the pt is scheduled to have device revision surgery. Advanced bionics in the process of gathering more info; once more info is available, a supplemental report will be submitted.